Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: one used decontaminated sample was received without its original packaging. Under visual inspection we noticed that catheter was bent as reported by customer. Based on condition of catheter and the information from event description, it seems that bends happened due to a mechanical force which was applied on it. During manufacturing process each catheter must pass a set of visual and functional tests. Detection mechanism is in place, and it is improbable that the bent catheter would pass through those inspections. No trend of confirmed similar customer complaints was identified. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the epidural catheter was placed preoperatively with no issues. The anesthetist who inserted the device was certain that there were no kinks in the catheter upon insertion. She used a test dose which was flushed through the epidural catheter fine, i.e. No occlusion issues, no resistance upon flushing. Intra operatively, the infusion was connected to the epidural and infused adequately throughout the surgery with no issues (no occlusion/pressure alarms from the epidural pump). However, upon patient transfer to the recovery room, it was noticed that the epidural pump began alarming for occlusion. Upon inspecting the epidural catheter, the recovery nurse noticed that the plastic tubing on the external part of the epidural catheter itself was severely kinked/squashed at two different sites along the tubing. Medical intervention was required. The anesthetist had to cut the affected portion of the catheter with some scissors under sterile technique, (essentially shortening the external, affected part of the catheter) so that the infusion line could then be reattached further down the catheter line, i.e. Onto the non-affected catheter site so that the infusion could run without becoming occluded. The patient was lying on it intra operatively - several hours and was transferred from operating table to bed. There was no patient harm but as it involved cutting the catheter under sterile technique, it placed the patient at higher risk for introduction of infection as a result of the required intervention.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.